Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device display shattered after being dropped and the screen is no longer readable. No patient involvement.